Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04864 / 04865).

Event description:
It was reported a patient enrolled in a clinical study underwent a total left hip revision procedure on (B)(6) 2009. Subsequently, patient was further revised on (B)(6) 2009 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Patient has undergone multiple revisions due to severe bone loss. As a result, patient underwent an open reduction and internal fixation on (B)(6) 2011 due to a fractured femur. Operative report noted the stem was grossly loose from what remained of the distal femur. An orthopedic salvage system was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Event description:
It was reported a patient enrolled in a clinical study underwent a total left hip revision procedure on (B)(6) 2009. Subsequently, patient was further revised on (B)(6) 2009 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Patient has undergone multiple revisions due to severe bone loss. As a result, patient underwent an open reduction and internal fixation on (B)(6) 2011 due to a fractured femur resulting from a fall. Operative report noted the stem was grossly loose from what remained of the distal femur. An orthopedic salvage system was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04864 / 04865 & 2014-02581).

Event description:
It was reported a patient enrolled in a clinical study underwent a total left hip revision procedure on an unknown date. Subsequently, patient underwent hardware removal in 1958, an acetabular cup revision in 1972, revisions due to unknown reasons in 1974, 1983, 1984, 1990, and 1993. Patient underwent an irrigation and debridement procedure (B)(6), 2009. Subsequently, patient was further revised on (B)(6), 2009 due to infection. The modular head and acetabular cup were removed and replaced. Patient has undergone multiple revisions due to severe bone loss. As a result, patient underwent an open reduction and internal fixation on (B)(6), 2011 due to a fractured femur resulting from a fall. Operative report noted the stem was grossly loose from what remained of the distal femur. An orthopedic salvage system was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. (B)(6). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04864 / 04865).

Event description:
It was reported a patient enrolled in a clinical study underwent a total left hip revision procedure on (B)(6) 2009. Subsequently, patient was further revised on (B)(6) 2009 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Patient has undergone multiple revisions due to severe bone loss. As a result, patient underwent an open reduction and internal fixation on (B)(6) 2011 due to a fractured femur resulting from a fall. Operative report noted the stem was grossly loose from what remained of the distal femur. An orthopedic salvage system was implanted. Additional clinical data received indicates that patient revision procedure was performed on (B)(6) 2009 and was due to infection.